Event description:
A gore tag thoracic endoprothesis device was implanted in a pt while a pre-existing aorta-esophageal fistula. Since the area of the fistula was not completely covered with this device, another tag device, same diameter was placed inside the first device, extending coverage by 3 cm proximally and 2 cm distally. On post-op CT scan, wrinkling or slight infolding. However, the pt was doing fine. Approximately eight months following implant of the devices, the pt presented with sudden severe bilateral claudication caused by emboli, which were removed. The physician decided to treat the infolding of the tag devices. However, the re-intervention was not successful. The tag device ramains infolded. Thus, removal of the devices and surgical repair is planned for the near future. To date, this surgical repair had not been performed.